Manufacturer narrative:
Kit lot numbers were not provided for a specific investigation. No samples were returned for further testing, and no additional information such as medical history was provided.   A review of complaint trends reveal that all of the alere determine hiv 1/2 ag/ab combo lots are performing according to label claims.

Event description:
"About four" (B)(6) ab results on plasma samples were reported with the alere determine hiv 1/2 ag/ab combo through a customer satisfaction survey. Lot numbers were not provided and the patient(s) gender, pregnancy status, treatment and patient outcome were unknown. There is insufficient information to determine if a malfunction occurred. The dates of the event(s) is not known. It is unknown if the (B)(6) ab results were obtained from a single patient or multiple patients and is therefore being reported as a single MDR. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by alere (B)(4); however, this MDR is a retrospective filing in response to an observation from an FDA inspection conducted february 26th to march 2nd , 2018 at (B)(4).